Event description:
It was reported that pre-op, the skeeter burs were wobbling after insertion. All the four burs were tested with same handpiece. The procedure was completed using other burs. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, the device was not returned inside the packaging carton nor pouch, and the tray was not returned either. The pouch was opened on 3 of the 4 sides. Functionally, the device failed to be tested due to not being returned with the packaging material. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes are updated. Previously applied fdm b17, fdr c20, and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.